Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other four perclose proglide devices, are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that suture placement was attempted in both common femoral arteries using five proglide devices via 5f and 6f sheaths using the pre-close technique prior to an interventional endovascular aneurysm repair (evar) procedure. Reportedly, the proglide plunger would not depress on five proglide devices. A total of ten additional proglide devices were used to achieve hemostasis at the right and left common femoral arteries. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The failure to deploy the plunger could not be replicated in a testing environment as the device was returned with the plunger deployed and both needles engaged with the cuffs. In the absence of a confirmed failure mode a conclusive cause for the reported difficulty could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Returned, unused, sterile proglide devices were successfully tested and no malfunction was noted.